Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred, subsequently causing the customer to experience a blood glucose (bg) level of 551 mg/dl with trace ketones. The customer delivered a manual correction injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.